Manufacturer narrative:
This medwatch report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. The customer was sent a replacement driver. In addition the customer ordered a pr8 regulator pn (B)(4) and a pn (B)(4) air hose. The carefusion factory service rep evaluated the customer returned driver and determined the root cause of the reported issue was that the driver cable pn (B)(4) was not properly soldered.

Event description:
The following description of the event was documented by a carefusion tech support specialist in a response to a phone conversation with a user facility representative on 7/24/14 the customer called to report that the settings on this unit were maxed out. The power was at 10, hz 3.0, 49% it and bias flow 40lpm. The overheat light was on, they think it was on for at least 2hrs before they swapped the unit out for a different vent. He isn't sure how long exactly it was running on the patient but he thinks it was 6hrs. The customer reports that there was no patient compromise, the unit never completely overheated they just saw the overheat light.